Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp that a wallflex biliary rx stent had migrated after being placed in the pt's cbd. According to the complaint, during a post placement radiographic exam, the stent was noted to have moved from the patient's cbd into their duodenum. It was further reported that the stent was not repositioned during the procedure, the stent was fully deployed and the procedure was unremarkable. A snare device was used to remove the stent from the patient; the wallflex stent was replaced with plastic stent.